Event description:
Reportedly, the instrument was inserted and fired in the usual manner. When removed, it stuck in bowel. The anvil was trapped and the surgeon used scissors to dissect the anvil from inside. Temporary ileostomy and then a 28mm eea was applied. Procedure: anterior resection.